Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and that the device was showing error code 41622 due to a defective motor. The dso seal and motor were replaced to fix the issue.

Event description:
It was reported that the pump was sent in for repair. The results of the investigation found that the device's downstream occlusion seal was detached, and that the device showed error code 41622. There was no patient involvement.